Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the implant procedure was complicated with multiple issues, including an unspecified programmer issue. The lead's connector pin was broken and was not working. The lead was discarded and replaced.